Event description:
Information received indicates the brake casters continue to swivel when the brake is engaged.

Manufacturer narrative:
The technician replaced the two brake casters to repair the bed.